Event description:
Symptoms/ae: vessel occlusion. Time of symptoms/ae: during the procedure. It was reported that a physician achieved arteriotomy closure with the starclose device, of an unspecified vessel after an unspecified procedure. Reportedly, after the clip was deployed in the vessel, there was an occlusion noted. A surgical intervention is planned. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.